Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was having a issue with the pump. The customer reported no adverse event. The event involved product unk_ngp. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_ngp. Updated summary: it was reported to medtronic minimed that the customer experienced low/short battery life, replace battery alerts, replace battery now alarms, and pump issues. The customer reported no adverse event. The event involved product model unk_ngp and mmt-1884. Troubleshooting was performed and the outcome was that the alarm history and battery usage were reviewed, the customer was advised to replace the battery, discontinue pump use, follow backup therapy, and monitor blood glucose levels until replacement. No harm requiring medical intervention was reported. Unk_ngp pump and mmt-1884 was requested, and the customer's response was that the device will be returned.